Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl-"high ". The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2024. Bg was treated with insulin injections and intravenous fluids and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer continued to use current pump for insulin therapy.